Event description:
The device was placed via the right femoral approach on 03/13/1998. On 03/27/1998, it was noted the lower end of the filter had detached and passed through the nest, lodging in the right atrium of the pt. The pt was taken to surgery where half of the filter was removed and the other half remains in situ.